Event description:
The vessel appeared to be patent. However, the distal ptca unstented site was less than ideal. After separation of the wire tip, repeat angiography continued to reveal a patent vessel. The plan initially was to re-enter the right coronary and place another stent to exclude the wire tip from the lumen. However, the proximal right could not be re-entered despite multiple attempts probably related to proximal dissection, which was not related to wire entrapment. Therefore, because of less than ideal distal ptca result, plus retained wire tip, plus inability to re-enter the right coronary for further intervention, dr elected to send the patient to elective right coronary bypass surgery.